Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient fell and caught themselves with their hands. The patient stated they were sore since the fall, but still felt stimulation. Impedances were checked and were within normal limits. The rep increased the voltage until perception and then decreased until they were not perceiving any stimulation. The patient ambulated and stated they were not experiencing any pain. The issue was reported to be resolved. No further complications were reported.